Event description:
It was reported that the patient had an infection following implant procedure. It was noted that the patient had two stimulator implanted. The patient¿s infection was to the right and middle of their buttocks. The patient infection has been cleared up.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3889-28, lot# va0dtk0, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0dtk0, implanted: 2013-(B)(6), product type lead. (B)(4).